Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date of this report.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and not hospitalized due to high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with manual injection. Customer states that pump was not used during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized and insulin pump was not used. It was also reported that the patient was hospitalized due to non diabetic related issue.